Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The right ventricular (rv) lead was noted with increased thresholds to high values. The patient experienced anxiety from twitching when the lead was programmed to high outputs in both unipolar and bipolar polarities. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead developed cosmetic metal ion oxidation while in vivo. Visual analysis of the lead indicated apparent explant damage. The analyst noted there is distorted conductors at 37.9 cm. There is mio on the outer insulation at 57 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.